Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptom is a known risk associated with artificial urinary sphincter (aus) procedures and is noted as such in the device instructions for use. DHR review: a DHR and ship history cannot be performed as the serial/lot number for this component was not available. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). The ams 800 IFU lists atrophy and urinary incontinence as potential adverse events associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence with artificial urinary sphincter (aus) due to urethral atrophy under the cuff. A replacement surgery was performed in which the existing device was removed and a new aus was placed with the cuff on a new site along the urethra. There were no device issues with the explanted cuff and no complications happened during the intervention. It was reported that the new device will be activated in the following 4 to 6 weeks.